Event description:
Facility regional manager provided information to this manufacturer indicating that a pt death occured following an event in which the pt's venous catheter port separated from the blood tubing set. This occurred at termination of therapy when staff were rinsing back the pt's blood. Facility indicated that blood loss was minimal (25cc); cause of death is unk at the time of this report. The user facility refused to provide any further details of the event, official cause of death, location of event, or status of the bloodline sample. The user facility was filed a medsun report but refused to provide the report, or the report number to this manufacturer.

Manufacturer narrative:
Investigation of this report is pending and will include review of manufacturing records specific to the component involved. A follow up report will be filed when investigation is complete.